Event description:
Initial report said deice got very hot, burned a hole in the light module, no pt or staff injury. Also sending back the (B)(4) ultralite module for investigation. On (B)(6) 2012 customer reported that the light source and head light were connected and plugged in waiting to be used when the event occurred. There was no contact with health professional. There was no harm to anyone and no delay in surgery because they had a replacement.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.